Manufacturer narrative:
The investigation is in progress. A sample has been received and is being evaluated. The customer's complaint history was reviewed for the last 12 months; this is the first event reported regarding this issue for this facility. There are no additional reports against this finished goods lot. The DHR was reviewed for this lot; the product was built per specifications. (B)(4).

Event description:
A customer reported fluid was noticed underneath the sys following a procedure. The cassette was reported to have been leaking. There was no pt involvement reported.